Event description:
The following has been reported: nurse reported: "per nursing report, the tubing was leaking from the middle portion of the cartridge. Contains iron. Patient harm: no. Infusion stoppage: no. A preliminary review identified the following issue: administration set leak (external part). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
Evaluation steps performed: 1. Visual inspection 2. Microscopic evaluation 3. Installed the kit on ivenix infusion system machine (sn (B)(6)/ software version 5.10.0.177) and ran the primary and secondary bolus prime. 4. Underwater 5. Blue dye test observations: (01) one sample of ivenix administration set was returned for evaluation. · no defects were observed during visual inspection as per internal drawings. The gold foil were as corresponded to the specific code set-0032-25. · microscopic evaluation revealed displaced diaphragm around the valves of the cassette. · when priming the unit to run the primary bolus prime, the unit started leaking inside the cassette hence it was not possible to be put into the lvp machine. · an underwater leak test was performed approximately at 18, 20 and 22.5 psi, bubbles were observed coming from unit. · in dye test, blue ink started coming out of the dsps sensor valve, due to the displacement of the diaphragm prior inspected. Customer complaint is confirmed. Probable root cause related to manufacturing error during the positioning of the diaphragm, leading to it being displaced. This failure mode it covered on an internal CAPA. Current process controls detection: -100% leak and occlusion test are performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode. -quality sampling for final physical testing, for performing a flow and underwater leak tests. -100% visual inspection during the manufacturing process and final physical inspections. Risk severity: critical; the reported condition could result in low grades consequential damages as it could cause insufficient infusate during the infusion. Batch review: code no.: set-0032-25, batch no.: fa25e01032. Exception generated: the batch record fa25e01032 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. Quality test results: the finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.